Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer also confirmed that there were other instances of the same alarm in the alarm history of the insulin pump. The customer reported their blood glucose as normal and not requiring medical treatment. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.